Event description:
It was reported in an article that utilizing the right internal jugular vein access for implantation of retrievable leadless pacemakers resulted in intraoperative adverse events included death, cardiac tamponade, perforation without tamponade, rescue thoracotomy, pericardiocentesis, cardiopulmonary resuscitation, and shock or hypotension requiring vasopressor during the procedure or while the patient was in the postoperative recovery room. Wound care adverse events included development of a hematoma, active bleeding from the access site, wound dehiscence, or infection from the end of the procedure through the wound care follow-up visit. Other events during the follow-up period included device dislodgment, emergent device removal, or death at any time during the procedure through the entirety of the 3-month follow-up period.

Manufacturer narrative:
Correction: h6: medical device problem code - added improper or incorrect procedure or method code due to implant procedure utilizing right internal jugular vein access.